Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported had a failed flow rate test which was reproduced. The reported condition was verified. The cause was determined to be pressure plate was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate test. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.